Event description:
As reported, during the solex 7 catheter (lot# 185671) placement into the left internal jugular vein to perform the ivtm therapy, the physician experienced difficulty with the catheter placement. There was no other device in the vein. The catheter balloons started to unravel, most likely due to the 3-4 attempts by the physician to advance the catheter into the vein. Per the reporter, there was no particular or noticeable delay from the removal of the protective sheath to the placement of the catheter. There was no problem with the guidewire reported. The catheter could only be inserted halfway. The catheter was removed, and a new catheter was placed with no difficulty utilizing the original guidewire. The ivtm therapy was initiated without issues, and the patient is stable. No injury was reported.

Manufacturer narrative:
Unable to verify the customer complaint: "the physician experienced difficulty with the solex 7 catheter (lot# 185671) placement" during the evaluation. There was no kink, and no physical damage was observed on the catheter. The guidewire was placed into the catheter without any resistance during testing. The customer's secondary complaint that the catheter balloons started to unravel was confirmed during the visual inspection. The first half of the balloon of the returned catheter was unraveled, likely as a result of the multiple attempts by the customer to advance the catheter into the vein. The time between the protective sheath removal and the catheter placement is unknown; however, any delay during the catheter placement procedure will allow the balloon to unravel and make it difficult to place. A visual inspection of the returned catheter was performed. During the initial inspection, the first half of the balloon of the returned catheter was unraveled, and the second half of the balloon tubing was still securely attached to the shaft. There was no kink, and no physical damage was observed on the catheter. No damage was observed on the balloons. In addition, blood residue was observed on the serpentine balloons and luer tubing. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leaks or issues were found. The catheter functioned as intended. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted into the tip of the catheter and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot# 185671.